Event description:
It was reported that during a procedure in the moderately calcified left external iliac artery, a 5x40 mm on an 80cm armada 35 balloon dilatation catheter (bdc) was advanced onto a non-abbott guide wire, into a non-abbott sheath, and advanced without resistance, then positioned. Using a non-abbott inflation device, the armada 35 was then inflated to nominal pressure once, with pressure held for 2 minutes. The balloon would not deflate despite several attempts to pull negative pressure with the inflation device. After approximately 2 minutes the balloon was successfully deflated and removed from the anatomy without resistance and without incident. Dilatation was considered completed. There were no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo, inflation: boston scientific, sheath: pinnacle. The device was returned for analysis. The difficulties deflating the device were able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on (B)(4) 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of (B)(4). Abbott vascular has implemented corrective actions to ensure ongoing product performance.